Event description:
Vapotherm has rec'd a medwatch report number (B)(4). Vapotherm has reviewed its complaint system records and determined that the hospital did not contact us concerning the issue. Hospital event description: premature infant with positive ralstonia culture from pt on vapotherm humidifier and ventricular assess device (vad). IV antibiotics, cefataxime and vancomycin, initiated on same day. Subsequent vad cultures, obtained 3 days later and 7 days later were negative. Initial sensitivity results from the date of the event revealed organism not sensitive to prescribed antibiotics ordered. Thus, together with subsequent negative vad cultures x 2 led reviewers to conclude that culture for rastonia was a contaminate. MFR response: the hosp provided data that the cultures from six units were negative and the units were returned to service. Vapotherm concludes there was no product issue for this report.

Manufacturer narrative:
Product not rec'd by MFR.